Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned neurovascular treatment was performed by the customer when the issue occurred and the procedure was aborted and completed the following day. The philips field service engineer (fse) inspected the system on site and confirmed during procedure the connection to the mwm was lost, resulting in the iw images no longer being displayed. Following a restart, the device failed to power on. Upon troubleshooting, fse found failure in the iw and mwm connection. To resolve this issue, fse replaced suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.